Manufacturer narrative:
The device was received with full segment display due to faulty x2 on ib. There was no blank display noted. The device had a cracked case at the display window corner and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of their insulin pump displaying a blank screen. Customer states to have accidently thrown away the battery cap. The customer states using an old battery cap she had from an old up. The customer's blood glucose level was 152mg/dl. Troubleshooting was conducted, and after performing a hard reset, the pump screen never came back. The image remained blank and the pump will be replaced and returned for analysis.